Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged difficult breathing/shortness of breath and lung problem while using the device. There was no medical intervention was specified. During the evaluation of the device at the third party service center, the device was visually inspected, and visible foam particles were observed. The device was scrapped.

Manufacturer narrative:
Device serviced by third party service center.